Manufacturer narrative:
(B)(4). Per the event description for a connection issue, the home patient stated that the transfer set came apart. The root cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. No adverse trend was identified for this reported issue to date.

Event description:
It was reported to baxter's technical service center that the patient transfer set came apart while in the initial drain on a home choice (hc). The home patient (hp) wanted to end therapy, and stated she was going to the dialysis center that night and would bring the transfer set to show the registered nurse (rn). The technical service representative (tsr) assisted the hp with ending therapy and advised the hp would need to start over with new supplies. Product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2013 regarding the connection issue with the transfer set. Per the pdn, the home patient (hp) did come in the clinic and per the patients notes, it was not known how the transfer set became disconnected. The pdn mentioned that their patients are instructed to check all connections for a tight fit. The pdn stated she was did not think there was a malfunction. The pdn stated the transfer set was changed out and was not sure how long the hp had the previous set. The hp resumed therapy on the cycler without any problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is unavailable. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; upon completion of baxter's investigation, or if additional relevant information becomes available, a follow-up MDR will be submitted.